Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-66368.

Event description:
The customer reported via phone call that she woke up with a high blood glucose level of 407 mg/dl. Customer stated she received a no delivery alarm. Customer reported that the alarm did not occur during the manual prime. Customer reported that the event was resolved by changing the complete infusion set. Customer declined to troubleshoot for high blood glucose. Customer's blood glucose came down to 245 mg/dl in 6 hours.